Manufacturer narrative:
Concomitant product: product ID 3889, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that about 6 months after implant the patient was not feeling stimulation. During a periodic hospital examination on (B)(6) 2015, stimulation was increased from 1.1v, but it was unknown if there was a feeling of stimulation. Impedances were measured and were greater than 4,000 ohms for all combinations containing either electrode 0 or 1. The device had been programmed to 0- and 3+. At this time, the device was reprogrammed to 2- and 3+ and the patient felt stimulation at 1.1v. The incontinence ¿did not increase¿ at this point. No health hazards to the patient were noted. Another impedance measurement was scheduled for (B)(6) 2015. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported there were no particular patient factors or noteworthy events that led to the high impedance. The patient experienced temporary mild worsening of fecal incontinence during the time after lead placement and high impedance "recovery".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had experienced six incontinences at night since the previous examination. There was no leakage during the daytime. On the date of this report, impedances were measured again at different parameters and the results were the same as the previous examination. When electrode combination 0- and 3+, which were the initial setting at implant was measured at 1.0v, the value exceeded 4,000 ohms. The amplitude was increased to 2.0v; however, the patient did not feel stimulation. With the setting of 2- and 3+, in which no impedance abnormality had been detected, the location of the stimulation sensation was anterior and had not changed. Therefore, it was decided to continue using the same setting. It was noted that when the patient felt stimulation, they could accept the incontinence in a positive way because, then it might simply be their physical condition that happened to not be so good. Experiencing incontinence when they felt no stimulation made the patient have a negative mindset. An additional follow up report will be sent if additional information is received.

Event description:
Additional information received from the health care provider via a manufacturer representative confirmed that the date of the ins system explant procedure was on (B)(6) 2015. The patient's disease was fecal incontinence.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, clarified the patient's device system was not explanted and she still uses the system. The event was resolved by decreasing voltage using the patient's programmer. The explant information referred to the event reported in MFR report # 3004209178-2015-08077.

Event description:
Additional information received reported the patient complained of no stimulation at a follow up appointment on (B)(6) 2015. Impedances measured at default settings and other various settings showed that all combinations were over 4,000 ohms. It was noted that the patient felt stimulation for just seconds when impedances were measured at 2.0v and 270's at 4.2v and 320's all combinations were still greater than 4,000 ohms with the exception of c and 1, which was 1,003 ohms. When the device was programmed to c+ and 1-, the patient felt stimulation at 1.5v and it was a bit strong at 2.0v. They later did not feel stimulation at 2.0v. Stimulation was therefore increased to 6.4v and the patient felt stimulation. Impedances were measured again (4.5v, 450's &#62697; and all combinations were over 4,000 ohms. The patient was worried/anxious about not feeling stimulation so the "matter was ended" after setting stimulation to 6.4v. The physician instructed the patient to turn stimulation off if they felt any uncomfortable stimulation. No further information was reported. An additional follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that all combinations had been over 4,000 ohms as of (B)(6) 2015. Impedances were high when measured at different settings as well. Output was increased with c + and 0 - and stimulation was confirmed at 7.2v, but it was unstable. Stimulation was increased to 8.5v and the patient felt stimulation. They went back home and reportedly felt strong stimulation. Using the programmer, the stimulation was decreased and the patient was noted as recovered as of (B)(6) 2015. No further information was reported.

Event description:
Additional information received from the healthcare provider, via the manufacturer representative, reported the system had been explanted. The exact explant date was unknown, but it occurred sometime between (B)(6) 2015.